Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: based on the topography of the fracture surface, it can be concluded that the plate was subjected to dynamic bending and torsional loads. The screw was subjected to one-sided bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force, which finally led to the material overload / fatigue failure. Postoperative activities of the patient and the delayed union of the fracture (pseudarthrosis) may have played a certain role, too. No evidence of material or manufacturing defects were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the event occurred postoperative. The patient underwent a revision procedure on (B)(6), 2014 where the broken plate was explanted. It was noted that the break occurred at an empty screw hole.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a limited contact dynamic compression plate (lc-dcp) broke in the middle of the plate. No further details known. This report is for an unknown lc-dcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown lc-dcp plate. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.